Event description:
Pain in bottom part of right knee [aching (r) knee]. Case narrative: initial information received on 15-aug-2019 regarding an unsolicited valid serious case received from a consumer from canada. This case involves 88 years old female patient who experienced pain in bottom part of right knee (latency: same day), while she was using medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included left knee replacement in 2005 and it worked well. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, 1 syringe once (lot - unk) for arthritis in right knee. On same day, patient experienced pain in the bottom part of her right knee while using hylan g-f 20, sodium hyaluronate. Patient stated that hylan g-f 20, sodium hyaluronate was working on the rest of her knee except for the bottom part of her right knee where she had arthritis. On (B)(6) 2019, patient had a cortisone shot in her right knee. Patient was using cold packs on her knee, as well. Final diagnosis was pain in bottom part of right knee. Action taken: not applicable. Corrective treatment: cortisone shot and cold packs on her knee for pain in bottom part of right knee. Outcome: not recovered. The product technical complaint was initiated on 28-aug-2019 for synvisc one (lot number: unknown) with global ptc number 59970. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 28-aug-2019. Additional information was received on 28-aug-2019 from gemg. Ptc results processed. Global ptc number added.

Event description:
Pain in bottom part of right knee [aching (r) knee]. Case narrative: initial information received on 15-aug-2019 regarding an unsolicited valid serious case received from a consumer from (B)(6). This case involves 88 years old female patient who experienced pain in bottom part of right knee (latency: same day), while she was using medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included left knee replacement in 2005 and it worked well. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, 1 syringe once (lot - unk) for arthritis in right knee. On same day, patient experienced pain in the bottom part of her right knee while using hylan g-f 20, sodium hyaluronate. Patient stated that hylan g-f 20, sodium hyaluronate was working on the rest of her knee except for the bottom part of her right knee where she had arthritis. On (B)(6) 2019, patient had a cortisone shot in her right knee. Patient was using cold packs on her knee, as well. Final diagnosis was pain in bottom part of right knee. Action taken: not applicable. Corrective treatment: cortisone shot and cold packs on her knee for pain in bottom part of right knee. Outcome: not recovered. The product technical complaint was initiated with (B)(4) and the results were pending for the same.